Event description:
Initial report received on (B)(6) 2012: this spontaneous case was reported by a dentist who reported about herself. In (B)(6) 2007, treatment with poly-l-lactic acid (sculptra, batch - #unk) for cosmetic skin procedure had been performed by a health professional. The dentist was very pleased with the result, however, she complained about some tactile, non-visible nodules. According to the treating health professional a missing massage after application of poly-l-lactic acid was responsible for the nodules. In (B)(6) 2011, treatment with poly-l-lactic acid was repeated. At that time, the nodules were almost non-tactile. After this treatment massage was performed for one week. Since (B)(6) 2011, the face of the dentist was covered with big, partly visible granulomas, esp at corner of right mouth and left upper lip lateral. Corrective treatment included crystalline cortisone solution injected into the nodules. Outcome: the size of the granulomas decreased, however, the fat cells had been damaged by the cortisone; deep hollow areas occurred around the mouth. These areas were filled by the dentist with monophasic hyaluronic acid (succeev two). Medical history includes hashimoto's disease. No details were provided on concomitant diseases, concurrent drugs, other suspected drugs, corrective treatment, and outcome. A product-technical examination (global ptc #(B)(4)) was initiated. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: a0035, a0036, a0037, a0038, a0039, a1040, a1041, a1042, a1043, a1044, a1045, a1d48, a1046, a1047, a1048, a2051, and a2052. The analysis certificate at the release step of all the batches listed above has been re-controlled and all the results were conforming to specs. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation possible. Add'l info received on (B)(6) 2012. Assessment after investigation added.